Event description:
It was reported that " during screw removal, the tip of the draw rod broke off in the screw."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.